Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips filed service engineer (fse) who responded to a call regarding alarms on the central station not being audible. The fse performed a visual inspection and found the speaker cord was unplugged. Fse told the customer to reconnect the speaker cord and confirmed that alarms were audible. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was improper system setup. The issue was resolved by connecting the speaker plug. The fse confirmed that alarms were audible again and the device is operating as expected. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on a patient information center ix indicating that someone took the sound off the monitor. The device was not in clinical use at time of event, no patient involvement.